Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the bladder anchoring balloon burst. The physician completed the procedure with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The lot number provided by the complainant, 615428 represents the prolieve catheter; a part of the kit. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.